Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was going to the emergency room because her heart was beating too fast. Customer stated that she had to take the insulin pump off and she is unable to rewind it. No further information.